Event description:
It was reported that the implantable cardioverter defibrillator exhibited loss of telemetry. The device was reprogrammed successfully to resolve the issue. No patient symptoms were reported.